Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. (B)(6) return date/status and annex g corrected. Product event summary: the most likely root cause of the reported controller fault alarms can be attributed to a battery malfunction involving (B)(6). Based on an investigation conducted under CAPA: pr00519785, the most likely root cause of the battery malfunction involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial#: (B)(6); d9: yes, return date: 30-apr-2021; h3: dev rtn to MFR? Yes; h6: img code(s): g02002; d4: serial#: (B)(6); d9: yes, return date: 30-apr-2021; h3: dev rtn to MFR? Yes; h6: img code(s): g02013 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was able to provide power but unable to charger on a battery charger. Supplemental testing revealed that the battery (B)(6) values of relative state of charge (rsoc) and cell voltages remained constant during the charge/discharge cycle. Further testing revealed the battery was reporting a frozen 100% relative state of charge (rsoc) value on the test equipment, indicative of a fault of the main integrated circuit (ic) that controls the battery. Log file analysis revealed three (3) controller fault alarms. The first one was logged on (B)(6) 2021 at 17:34:35 due to a power out of range. Two (2) additional controller fault alarms were logged on (B)(6) 2021 at 15:04:25 and 16:05:38 due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is t riggered. Review of the internal data log file revealed that leading up to the controller fault alarm, (B)(6) had been the primary power source since (B)(6) 2021 at 11:45:38 until 17:34:21. Additionally, (B)(6) had been the secondary power source since (B)(6) 2021 at 17:37:22 until (B)(6) 2012 at 16:34:10 throughout the entire period that battery was reporting a relative state of charge (rsoc) value of 100%. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. The controller fault alarm was likely triggered due to (B)(6) being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. The last controller fault alarm cleared at 16:05:40, followed by a vad disconnect alarm at 16:36:26 due to physical disconnection of the driveline from the controller. No power-ups were recorded within the analyzed period. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a battery malfunction involving (B)(6) due to an esd event, resulting in the battery reporting a frozen rsoc value to the controller, thus resulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating battery issues related to esd. The most likely root cause of the vad disconnect alarm can be attributed to a physical disco nnection of the driveline from the controller. Additional products: serial or lot#: (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 c0302 h6:FDA conclusion code(s): d14 d006 serial or lot#: (B)(6) d9:yes h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c0302 h6:FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller fault alarm and a ventricular assist device (vad) stop. The controller and batteries in use at the time of the event were exchanged. No patient complications have been reported as a result of this event.